Event description:
The pt is a 57-yr-old woman who had right breast cancer in 1981. She began her reconstruction in 11/84. Permanent implant, gel saline type, were placed in 5/85. She immediately developed problems with fever, infection in the right breast, she also developed fatigue, depression, dry eyes, cognitive impairment with decreasing ability to concentrate. Because of the fatigue, she was placed on positive ana. She has significant tenderness in the right axilla and in the inferior aspect of the implant and a class iii capsular contracture. Because of local pain, contracture, and systemic symptoms that may be related to her breast implants it is medically necessary to remove this implant despite the fact that it is intact. Total capsulectomy is necessary because the capsule contained local inflammation as well as implant component which the pt may be reacting to.